Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker expired eight days after implant. The family reported the patient did not recover from the surgical procedure. The local area field representative was contacted for additional information. The patient was do-not-resuscitate status. It was reported the patient expired from multiple system failure with sepsis.